Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported for the past three to four months they were no longer receiving 50% improvement in the right foot, specifically 20%, though they had stimulation below the waist otherwise. Reprogramming was performed several times with the consumer currently being on the best program, however an x-ray showed the leads moved from t8/t9 to t10/t11. As a result the healthcare provider (hcp) was planning to revise the implantation (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.